Event description:
In 12/2000, the pt received bariatric surgery for morbid obesity. It was reported that the pt developed a gastric content leak at the jejunal-jejunal (j-j) anastomosis on postoperative day 9. The pt developed chemical peritonitis and wound infection. The surgeon re-operated and noted a 0.5 cm leak at the j-j anastomosis. The peri-strips dry were noted to be on the "inside" and came off when tugged by the surgeon. The peri-strips dry were removed and the leak was closed. The pt's status was reported as "good" 20 days later. The surgeon stated he cannot directly attribute the complications to the use of peri-strips dry. The surgeon also reported that the pt fell after surgery.